Manufacturer narrative:
The evoke scs system was not returned to saluda. The root cause of the reported patient symptoms cannot be definitively determined; however, the patient symptoms persisted after the evoke scs system was explanted which may indicate that the patient symptoms were unrelated to the evoke scs system. The device logs were reviewed and identified a disconnected electrode. There were no changes in therapy reported. The observed disconnected electrode may not have impacted the patient¿s therapy and is not suspected to have contributed to the reported event. The evoke scs system clinical manual states, ¿a disconnected electrode shows an impedance of 8 and cannot be used for stimulation.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported muscle cramps in the lower extremity and headaches when stimulation was on. The physician assessed that the patient symptoms were not suspected to be caused by the evoke scs system. The patient was receiving the intended nerve pain relief with use of the evoke scs system. At the patient¿s request, the evoke scs system was explanted. The patient symptoms of lower extremity cramps and headache were confirmed to be present following the removal of the evoke scs system.